Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during a percutaneous transluminal cerebral angiogram procedure, the catheter tip detached within the patient. Medical intervention was necessary as the device was retrieved via vascular snare. The patient tolerated the procedure well with no additional consequences to report.

Manufacturer narrative:
The suspect medical device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.